Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory; "lo", "lo", 89mgl/dl, 85mg/dl, 84mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo." Last 5 tests in memory: "lo", "lo", 89mg/dl, 85mg/dl, 84mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).